Event description:
Information was rec'd that reported a pt had been hospitalized on the evening of 2006 due to diabetic ketoacidosis. The reporter is raising concerns regarding battery life. The reporter does not know if the perceived short battery life contributed to the diabetic ketoacidosis or if it was possibly a virus the pt had. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, as of the time of this report the device had not been returned.